Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, intermittent undersensing of the ventricle was noted on the device. The patient reported feeling presyncopal on one correctly recorded pause episode. The patient also had 3 second pause episode without symptoms recorded on the device. Programming changes were discussed. None of the recommended changes were made. The issue seems to have resolved on its own. The patient was stable.